Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on may 29, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2017 by an unknown physician at m.d. (B)(6). Allegedly, 6 days later, on or about (B)(6) 2017, the filter had allegedly migrated from the position in the vena cava at the bifurcation of the iliac veins and the patient had to undergo emergency cardiac surgery to remove the filter. The patient died 3 days later, on or about (B)(6) 2017 due to cardiac arrest. (B)(6) attorneys are attempting to gather additional information.